Manufacturer narrative:
Investigation summary: material #: 364314. Lot/batch #: 2350188. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to damaged barrel or leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes damaged barrel and leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was blood leakage from the device. The following information was provided by the initial reporter: on (B)(6) 2023, in order to analyze the blood gas of the patient, the arterial blood collection device was used to draw blood. During the use, the top of the needle barrel was damaged, causing blood to leak out.

Manufacturer narrative:
H.6 investigation summary "material #: 364314 lot/batch #: 2350188 bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to damaged barrel or leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes damaged barrel and leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was blood leakage from the device. The following information was provided by the initial reporter: on (B)(6) 2023, in order to analyze the blood gas of the patient, the arterial blood collection device was used to draw blood. During the use, the top of the needle barrel was damaged, causing blood to leak out.